Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to a product quality issue. In this case, the account ordered demo units, and the abbott rep put in the request for the demo units. The units were pulled from finished goods inventory and sent to the abbott rep. The rep removed the device tray from the outer packaging with the product label and demo sticker. The demo devices were delivered to the account without labeling or pouch. The account used the devices in a patient. The units were confirmed to be sterilized units. The tray with a tyvek lid is validated as a sterile barrier. It should be noted the in the electronic perclose prostyle instructions for use (eifu), states that ¿the perclose¿ prostyle¿ smcr system is provided sterile and non-pyrogenic in unopened, undamaged packages.¿ and ¿do not use the perclose¿ prostyle¿ smcr system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective.¿ in this case, the IFU violation did not contribute to the unlabeled units being delivered but contributed to the devices being used despite no labeling or packaging. The account notified abbott of the issue therefore, further notification is not required. The investigation determined that the reported missing component issue appears to be related to a potential quality issue; therefore, further investigation will be conducted per internal operating procedures. H6- medical device problem code 2017: failure to follow steps / instructions.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device with a 6f sheath after a diagnostic heart cath procedure. Reportedly, the device was provided for demo purposes as requested by the account. It was removed from the pouch, but was in the sealed tray. The device worked without any issues and was successfully used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.